Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint aches"), back pain ("back pain"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping") and abdominal distension ("bloating"). The patient was treated with surgery to remove the essure in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, arthralgia, back pain, infection, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("joint aches"), back pain ("back pain"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral complete salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, arthralgia, back pain, infection, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, weight increased, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, infection, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy note: date(s) of insertion: (B)(6) 2010, (B)(6) 2012 received treatment for: dyspareunia (painful sexual intercourse), back, pelvic/abdominal, general abnormal bleeding, other injuries/symptoms- weight gain, weight loss, hormonal changes. Discrepancy note: date(s) of insertion: (B)(6) 2012 and removal date (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results: unknown. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("joint aches"), back pain ("back pain"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, arthralgia, back pain, infection, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, abdominal distension, weight increased, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, infection, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy note: date(s) of insertion: (B)(6) 2010, (B)(6) 2012 received treatment for: dyspareunia (painful sexual intercourse), back, pelvic/abdominal, general abnormal bleeding, other injuries/symptoms- weight gain, weight loss, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results: unknown. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events: general abnormal bleeding, other injuries/symptoms- weight gain, weight loss, hormonal changes were added. Plaintiffs information and lab data added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.